Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, the commander/valve system advanced well to approximately the left common femoral, where full resistance was met due to the patient's calcified vessels. The operating team attempted rotation of the 14fr esheath+, short retraction/advancement of the esheath+ and system, as well as switched from the amplatz to confida wire, all without success. It was noted that the 26mm commander delivery system (ds) became stuck in the sheath shaft of the esheath+. Upon visualization under fluoroscopy, it was observed that one of the stent struts on the inflow end of the valve had bent back to where it was pointed out of traditional uniform crimped formation. It was decided to put gentle pulling pressure on the ds, which led to withdrawal of the whole system as one unit. Upon its removal, tissue was noted on the valve/commander with a subsequent drop in the patient's blood pressure. A non-edwards balloon was introduced via opposite femoral access site (right) then positioned and inflated in the abdominal aorta. Left femoral complication site was treated with covered stents and the patient was stabilized. In addition, a blood transfusion was required. It was also noted that there was a longitudinal tear in the sheath shaft of the esheath+, which appears to have been caused by the bent valve strut. The devices are not available for return/evaluation. According to the provided device imagery, the liner of the esheath+ was noted to be torn with the associated delivery system partially inserted, as well as the sheath shaft twisted.